Event description:
An enbf2513c145ee stent graft was implanted during the endovascular treatment of a ruptured 90mm aaa. It was reported that during the index procedure the tapered tip detached from the delivery system and became lodged in the bare stent above the renal artery. The physician was unable to remove the tip and it remained in the patient's body. Per the physician the cause of the event is undetermined. No additional clinical sequalae was provided. The patient was discharged without undergoing surgical intervention, and no further information about the patient's condition is available.

Manufacturer narrative:
Product analysis conclusion: the reported tip detachment in vivo was confirmed; however, the cause of the event could not be determined. Pre-operative CT scans were not available for a complete assessment of the patient¿s anatomy. Additional procedural angiograms showing the deployment steps, the exact moment of tip detachment, and when it became lodged in the suprarenal stent were not provided, limiting a comprehensive evaluation of the event and the identification of possible causes or contributory factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.